Event description:
Reason for revision: not known. It was noted that implants removed were worn.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Notification was received from bioengineering stating that the root cause is undetermined. Based on the information received and the investigation performed the root cause of the need for revision was undetermined. The customer did not report a device defect. It is unlikely that there was a manufacturing fault. Duofix re-revision cases were reviewed in (B)(4) as a series. Post market surveillance is per sep419. A review of manufacturing records and a complaints database search did not identify any anomalies. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint it still under investigation.